Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
In this case, after the completion of a cardiac study, the technologist initiated a ppm (pre-programmed motion) on the touchpad using the pt load icon to return the camera and table to the home position. The technologist stated that the table retracted and the camera was in the home position. The technologist stated that as she was checking the pt's images, she heard a crash and saw that the pt and the system table had tipped over and fell to the left side of the gantry. The customer reported the pt complaint of back pain and was transported to the emergency department for eval and was later discharged. The customer declined to share add'l info with philips regarding the extent of the pt's injury.